Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally delivered a bolus for 15 units of insulin instead of the intended bolus for 15 grams of carbohydrates. Blood glucose (bg) was 147 mg/dl. During a follow-up call, the customer reported bg increased to 184 mg/dl, and was addressed by consuming juice.